Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he has had bent cannulas, but the insulin pump has not given him a no delivery alarm. The customer was unable to conduct the high pressure test at the time of the call. The tubing clamp was shipped to him. Nothing further was reported.